Manufacturer narrative:
Citation: brinkert m et al. "Minimal use of contrast media in patients with severe chronic kidney disease undergoing transcatheter aortic valve implantation." Cardiovasc med. 2019 feb 26; 22: w02021. Doi: 10.4414/cvm.2019.02021. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility and safety of a novel integrated approach, including gadolinium-free magnetic resonance tomography, to minimize the use of any contrast media in patients with severe chronic kidney disease who underwent transcatheter aortic valve implantation. All data were collected from a single center between february 2016 and july 2017. The study population included 168 patients (predominantly female; mean age 81 years), 10 of which were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, the all-cause mortality rate was 1.8% (3 patients). Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: new permanent pacemaker implantation, mild-moderate paravalvular regurgitation, major vascular complications, and major or life-threatening bleeding. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.